Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the right ventricle lead (rv) was explanted due to an infection. The date of explant was (B)(6) 2019. No other information was provided from the field.